Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results on a certain date were 254 and 185 mg/dl. The results from the next day were 74, 294, 262 and 264 mg/dl. Both tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.